Event description:
Additonal information notes that the lead was capped and replaced.

Event description:
It was reported that increase in impedance and threshold were observed. No further information is available at this time.